Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date: (B)(6) 2015, 185325 - vg 360 dst fm ag 67.5x5 ll/rm ¿ 200200, 148309 - bmt splined knee stm v2 19x80 ¿ 205550, 185210 - bmt 360 2.5mm offset adapter ¿ 456070, 183888 - vngd ssk psc tib brg 18x71/75 ¿ 143730. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05163, 0001825034 - 2019 - 05164, 0001825034 - 2019 - 05165, 0001825034 - 2019 - 05166.

Event description:
It was reported that approximately 2.5 years post implantation, the patient fell and experienced head and chest pain. It was noted that the patient was given medication for pain.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable, as the patient tripped and fell in the darkness. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable, as the patient tripped and fell in the darkness. The initial report should be voided.